Event description:
This 34-yr-old female pt had bilateral silicone breast implants placed in 8/84. Since approx 1990, she has been suffering a variety of complaints, such as myalgias and arthralgias. A recent MRI showed the possibility of a rupture of the left implant. On 11/4/94, the pt underwent removal of implant material and capsulectomy of the right breast; removal of intact implant and capsulectomy of the left breast; and placements of bilateral saline implants.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.